Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for ten patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay. The customer stated washed coefficient of variations (cvs), on system checks, were higher than normal. The customer noted one patient obtained an initial troponin I result of 0.01 ng/ml followed by a result of 0.42 ng/ml from a sample collected 90 minutes after. Subsequent analyses of the patients' samples, on an alternate access 2 immunoassay system, recovered lower results within the normal reference range. All ten erroneous results were released out of the laboratory. This report represents eight of the ten patients involved. There was no report of patient injury requiring medical intervention or change to patient treatment. Specific patient data was not supplied by the customer. The customer indicated controls, for both instruments, were well within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed failed high sensitivity system check. After performing hardware verifications, the fse discovered bubbles in the wash pump and valve. The fse replaced the complete valve manifold assembly and o-ring on the wash pump. No further bubbles were noted. The fse rebuilt the wash pump, and primed and completed system check, which passed within specification. High sensitivity system check and controls were within the acceptable range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Manifold assembly. All related medwatch reports associated with this incident: 2122870-2013-00325, 2122870-2013-00326, 2122870-2013-00327.